Event description:
It has been reported to philips that the device was unable to produce x-rays due to a problem with the footswitch. No patient harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the procedure was completed using another system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray was unable to be produced. The third party engineer disconnected the foot switch cable and reconnected in other connector. After reconnection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.